Event description:
It was reported that a patient presented in-clinic reporting fatigue, dizziness and bradycardia episodes. Upon interrogation, it was found that the patient's right ventricular (rv) lead had exhibited low pacing impedance, high capture thresholds, diminished r-wave sensing, and was intermittently capturing. The rv lead was capped and replaced on (B)(6) 2021. The physician suspected rv lead insulation damage as the cause of the malfunctions. The patient was stable throughout the intervention process and no additional patient consequences were reported.